Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2026 11:23:00 after more than 7 days at 9.86 days. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2026 13:49:00 after more than 7 days at 9.6 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2026 22:00:00 after more than 7 days at 9.93 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2026 23:09:00 after more than 7 days at 8.48 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2026 02:11:00 after more than 7 days at 10.31 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 18:15:00 after more than 7 days at 9.86 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 18:46:00 after more than 7 days at 15.48 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 06:57:00 after more than 7 days at 39.92 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, pump error 25 is not confirmed. However, unit passed all required tests and low batt test alarms not confirmed. Multiple low batt test alarms on event date due to customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery lifetime, a replace battery alarm, and a pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer reported that there was no damage to the battery cap contacts or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.